Event description:
It is reported that the patient faced insulin flow blocked with eight infusion sets on (B)(6) 2026 which leads to high blood glucose levels and was treated by changing the infusion set and manual injection.

Manufacturer narrative:
Initial 2 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.